Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during laparoscopic low anterior resection (lar) procedure, during leak test of colon resection, bubbles and small leak were noted at anastomosis site. Surgeon thought it may be caused by staple line from psee60a. Submitting pi on both staplers used during case. Gst60b reload used, rectum tissue was very thick. Ileostomy was performed.

Manufacturer narrative:
(B)(4). Additional information received: is the ileostomy temporary? Yes it's temporary. Were there any issues with staple formation in the initial procedure? No. Was the distal transection completed in one firing or multiple firings? Two reloads used to complete transection. Was the ancillary trocar inserted above, below, or through the middle or the echelon staple line? I believe below but not certain. Was the exact site of the leak able to be identified by the bubbles as from the echelon or circular stapler? Couldn't be determined, may not have been result of stapler at all.